Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation; therefore, no analysis or testing has been done. The risk is specified in risk management and device labelling was update with the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.

Event description:
The patient expirienced two occasions of hyperinflation of the spatz intragastric balloon. The first time, it was replaced, and after three months, the patient returned for an egd following the insertion of the new balloon, where the physician observed that it was once again overinflated and filled with fungus. On this occasion, only the removal of the balloon was performed, and it was explained to the patient that inserting another balloon would not be beneficial, since her own body produces the fungus, due to her microbiota. The balloon would continue to become overinflated.